Event description:
It was reported that during a coronary artery bypass graft procedure, the surgeon was unable to deliver cardioplegia solution. The surgeon stated that the lumen appeared blocked. When the catheter was removed it was noted that the balloon appeared eccentric. The case was converted to a beating heart procedure with a left sided thoracotomy and was successfully completed.